Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment, stent damage and stent thrombosis occurred. In (B)(6) 2017, a 4.00x20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the left anterior descending artery. However, the stent got loose from the balloon and was dislodged from the delivery system. The physician was able to position and inflated the dislodged stent in the left main artery. Some stent deformation was noted. Two weeks later, the patient underwent a stent implantation in the right coronary artery in a different facility. The procedure was successful, however, the images taken on that day revealed that the stent in the left main was 100% occluded. No further patient complications were reported and the patient's status was stable.